Event description:
It was reported that the patient reported visual acuity of 0.3 to 0.4 following the implantation of iol and was not satisfied so the doctor explanted the lens in a secondary surgical procedure. The initial lens, dfw, was replaced with a zct lens. The patient was not able to perform one or more daily activities prior to surgery which are reading books and watching television. There was no delay in treatment or other interventions performed. No further information was provided.

Manufacturer narrative:
Section a2, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section e1: initial complaint reporter first and last name: unknown/ not provided. Section e1: email address: unknown/ not provided. Section e1: telephone number: unknown/ not provided. It was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.